Event description:
A malfunction was reported with the pump, specifically a malfunction code labeled as malf 1, causing the device's screen to turn dark and not turn on initially. The customer expressed doubt that this issue led to their blood glucose level exceeding 500 mg/dl, indicating no significant adverse impact was confirmed. Technical support assisted the customer with reset instructions, but the malfunction recurred, leading to a decision to replace the pump. Additionally, the customer expressed interest in an out-of-warranty loaner pump as their current device is out of warranty.